Event description:
It was reported that the device won't power on. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted device won't power on. The front case assembly was replaced. Preventive maintenance was performed and all tests passed. Device history record: a review of the device history record showed the device had a manufacture date of 11apr2020. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for sn(B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record in trackwise and sap was performed for the sn(B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the device won't power on. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
The investigation is pending. A follow up report will be submitted once the failure investigation has been completed.